Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. It was observed that the batteries were manufactured six years ago and that the batteries do not seat securely in the device. The lifepak 15 operating instructions (oi) recommend that the batteries be replaced every two years for optimal performance. It is likely that the age of the batteries and manual battery engagement is required to securely seat the battery contributed to the reported issue, however a conclusive root cause could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.